Manufacturer narrative:
Correction information provided in g1. Alcon lensx (site #(B)(6) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the system had ring cutting problems in the unknown eye of a patient, during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in g.1. Product manufacturing details updated. Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to confirm the reported event. The adjustment and alignment of the system was performed to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to component wear. However, as to how or when there was component wear remains inconclusive. The manufacturer internal reference number is: (B)(4).